Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed errors 1126 followed by non-recoverable 31266 errors. The universal surgical manipulator (usm) was replaced to correct the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed, and the usm was tested on an in-house system in normal mode. The unit triggered errors 1126 and 31226.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered stapler recognition issue on the universal surgical manipulator (usm). The customer stated that the issue is ongoing. There is no reported patient injury.